Event description:
During the supraventricular tachycardia procedure, contact force issues which resulted in procedural delays. The catheter was exchanged with no resolution. The catheter was exchanged again and the procedure was completed with no adverse consequences to the patient. During the procedure, after connecting the catheter to the tactisys, it was noted that the contact force signal was not displayed on the screen. The tactisys was checked repeatedly and the indicator light was red. The catheter was replaced, without solving the issue. The catheter was exchanged to a third one, and the procedure was completed with no adverse consequences to the patient.

Event description:
Related manufacturing reference: 9680001-2023-00016.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. In addition, the catheter met specifications during electrical testing, temperature testing, and leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.